Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring seals did not load properly. They squeezed the wings, pushed in the delivery tube, released the wings, pulled out the delivery tube; however, the seals were not loaded in the delivery tube. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. This report is for the first seal.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned, and the investigation completed.